Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (396 mg/dl) and moderate ketones. The cause for elevated bg levels was unknown. Customer addressed elevated bg levels via syringe. System check with tandem technical support was performed, and the pump functioned as intended.